Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact. The top and bottom cases are in excellent condition. Cracked left plunger case and no visible contamination. The device history log showed pump motor drive phase "b" post found in ehl . The device was tested using the power up process and checked battery status. During testing the tech was unable to duplicate. How ever; pump motor drive phase "b post " may be caused by depleted battery. Battery readings are @ 36%. The root cause was unknown and unable to determine. No evidence of damage / contamination found in interconnect board or battery. Battery is about a year old .battery lot # mn180719 (tj0319013100662). The tech replaced interconnect board and battery as preventive measure. Performed power up process and all the functional tests passed. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump motor drive phase b. No patient injury reported.